Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
It was reported that the subject had a loss of pain coverage following implant. It was noted that signs and symptoms included no pain coverage. Additional information received reported that the event had been resolved. It was noted that the patient experienced a lack of therapy due to the 5-6-5 lead location at implant. It was noted that a second surgery was warranted to reposition the lead. It was noted that the patient was receiving effective therapy as of the date of the report. It was noted that the event was due to ineffective lead positioning at implant. Additional information received reported that the outcome was resolved without sequelae on 2014 (B)(6). It was noted that interventions included device surgical repositioning. It was noted that there was an x-ray. It was noted that the etiology was surgery/anesthesia. Additional information received reported that the x-ray showed that the 5-6-5 lead was too high. It was noted that the event was related to the device or therapy and was related to the procedure.